Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510k#: k093745.

Manufacturer narrative:
Follow-up # 1 (10/05/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips were tested and the primary complaint was not confirmed. A secondary issue was noted: on performance testing with control solution an er4 was observed and no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient in the (B)(6) reported the one touch verio meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 8.1 mmol/l on the reported meter, and the readings of 6.3 mmol/l and 6.1 mmol/l on two other meters. The patient did not suffer any symptoms or seek medical attention. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. As the test results fell outside the expected values for meter-to-meter accuracy testing, this complaint is being reported.